Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead 2008-(B)(6), 6947 implantable defibrillation lead 2008-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had an ongoing chronic high threshold of 6.0 volts at 1.2 milliseconds. It was noted the high threshold was due to the patient physiology. Also the lv lead had an impedance of 200 ohms. The lv lead is still in use. No patient complications have been reported as a result of this event.